Event description:
The notification received for the study indicated that during the 1-year follow-up with the pt, significant stenosis (<80%) in the right superficial femoral artery (sfa) was found. It was proximal to the stent and was not treated. Peak systolic velocity (psv) proximal to lesion= 332 cm/s; psv in lesion = 117 cm/s; psv distal to lesion = 78cm/. This pt was given 100 mg/day of aspirin 24 hours prior to the index procedure. Total dose of heparin during the procedure was 5000 iu. The access method was percutaneous and the puncture site was ipsilateral. Catheters/csi used: kumpe/cook 5f. Guidewires used: v18 0.018inch. Type of contrast agent used was ultravist, amount used was 80ml. Pre-dilation was done with a agiltrac (5x60mm). Two smart stents (6x80mm) were implanted in the right mid sfa. The vessel anatomy at the lesion site was straight, the type of lesion de novo. The lesion was located 100mm from the superior edge of the patella. The total occluded lesion length was 110mm. Percentage stenosis after pre-dilation was 30% and after stent placement 0%. No dissection was reported during the procedure.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt.